Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The complainant reported that a 57-year-old female patient was implanted with an impella cp device for mechanical circulatory support for a left heart catheterization. On the same day, the patient did not have doppler pulse. Therefore, decision was made to explant the impella. Afterwards, the patient was noted to have had an arterial clot. The iliac was cleared and femoral and distal flow were achieved. The patient was stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿